Manufacturer narrative:
The pump was received with button error alarm and had unresponsive act buttons due to corroded keypad traces. Unable to perform operating current test, unexpected restart test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify the external ram crc error, unexpected restart alarm, failed battery test, weak battery, battery out limit and no del alarm, due to unresponsive buttons. The pump had minor scratched lcd window, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the buttons are hard to press, and they have received unexpected restart alarms. The customer's blood glucose at the time was unknown. Troubleshoot was conducted. The alarm history showed the presence of unexpected restart alarm, and external ram crc error. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.